Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels of 500 mg/dl. Prior to the event, the customer stated that he had changed his infusion set two days before and had been experiencing high blood glucose levels for three days before. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure test and no leaks were found. Nothing further was reported.